Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient came in for a routine follow-up and described difficulty recharging. The rep also had difficulty reading the device with the 8840. The doctor thinks that the battery healed in a way making it difficult to access recharge coils. A battery revision is scheduled to move to a new site. No further complications were reported. No symptoms were reported.